Manufacturer narrative:
Device alarmed failed battery test after battery insertion due to faulty battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or test pump communication with the glucose sensor simulator and minilink transmitter (high alert/low alert) due to failed battery test alarms. Motor passed motor test. Device had cracked case at display window corner (all corners) and cracked reservoir tube lip. No damage noted on battery tube threads.

Event description:
Customer reported via phone call that she had low blood glucose and was convulsing on the floor. Customer's blood glucose was 40 mg/dl. Customer reported the sensor did not alert her. Customer had not been using the device since (B)(6) 2014. Customer had a car accident due to low blood glucose 12 years ago when customer was not wearing medtronic device. Customer had infections on her gum. Customer had urinary tract infection for years, been taking antibiotics. Customer reported she had been having high blood glucose that went up to 500 mg/dl. Customer declined troubleshooting. There were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.